Manufacturer narrative:
Review of the pump module error logs confirmed the software failure was present in the logs. Re-flash of the device software and subsequent functional testing the pump module functioned properly with no further software failures occurring. This failure mode is being monitored thru previously investigated coos interrupt motor stall dir 10000364516).

Event description:
Alarm - error codes / messages- (B)(6) 2020 17:41:44 rfc_repairs (rfc_repairs) po for $601.